Event description:
A retaining spike located on the posterior side of a #4 femoral cutting block ((B)(4)) came out upon removal from the patients femur. The retaining spike was removed from the patient using a powered driver and chuck.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The patient is 60 inches in height. An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Method & results: -device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. -medical records received and evaluation: not performed as there was no indication that patient factors contributed to the reported event. -device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly.

Event description:
A retaining spike located on the posterior side of a #4 femoral cutting block ((B)(4)) came out upon removal from the patients femur. The retaining spike was removed from the patient using a powered driver and chuck.